Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by stomach pains and cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination and did not wear a mask. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with intraperitoneal vancomycin (dose and frequency not reported). Two weeks later, treatment was discontinued and on the same day, the patient was recovered from the peritonitis. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.